Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cp2 detector/processor needed to be replaced. The imaging system then passed the system checkout and was found to be fully functional. The cp2 has been received by the manufacturer, however, analysis results were not available at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that during a field corrective action (fca), the pacscan processor was intermittently booting up. It was noted there was power, but the pendant was stuck on green bars for the x-ray status indicator. It was showing as detector not ready in the application. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
The detector panel was returned for analysis. Functional testing was unable to replicate the issue. The component was functioning as designed. If information is provided in the future, a supplemental report will be issued.